Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump's occlusion sensor seal was broken. It occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that pump's occlusion sensor seal was broken. -service history review identified this device has not been in for service previously. Visual inspection of device found downstream occlusion (dso) seal moderate bubbling and crack at the center area. The upstream occlusion (uso) seal was loose from one side. Replaced dso sensor, bezel, seal, and upstream occlusion (uso) seal. Device passed all functional tests after repair.